Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the device was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defect was found. Functional testing was performed on the device and the no failures related to the customer complaint were found. A review of the receiver log confirmed the customer complaint of intermittent out of range. However. The root cause could not be determined.